Manufacturer narrative:
Device evaluated by third party service.

Event description:
The manufacturer received information from a third party service center that the ventilator failed a test step. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.